Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected high pitched beep or frozen display noted. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. All buttons functioned properly. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. The insulin pump was received with minor scratched lcd window.

Event description:
It was reported that the customer heard a high pitched sound and the insulin pump froze when he changed the battery. The customer's blood glucose level was 81 mg/dl. The high pitched beep did not stop until the battery was removed. The insulin pump asked him to change the time but the buttons were not responding. The customer found out that the time was changing on the insulin pump. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.